Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient was working and passed out. The cgm was displaying 45-47 mg/dl (patient could not remember the exact value). The store manager called 911 and when paramedics arrived, the patient decline their assistance. They did not provide any treatment. The patient ate and drank soda as she stated she knew how to bring up her blood glucose. The following day (08/07/2024), the patient was at work. The cgm was displaying 147 mg/dl. The patient checked her bg via blood draw as she did not have a glucometer (patient's works as a laboratory technician) and it was 107 mg/dl. On the day of the report (08/08/2024), the patient drew blood again and their bg was 162 mg/dl. It is unknown what the cgm was displaying during this time. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5: describe event or problem ¿ correction. H2 type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required.